Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, inflammation, mobility. Uncertain at the time of placemet implants were all stable. Patient came in with one implant in hand and the two other loose. Mm2024_0309, 2024_0310 and 2024_0311 are the same patient.